Event description:
Per the audiologist, the patient reported hearing a echoing, deep mumbled sound with her sound processor regardless of programming changes. The results of an integrity test done in 2007 were unclear. The results of a second integrity test done on the following month were similar to the previous test. The patient continued to report decreasing sound quality and performance with her system. The patient's device was explanted the next month, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.